Manufacturer narrative:
Event double-reported by mistake. Device evaluated and reported on emdr 3003098013-2017-00004. (Narrative: the service evaluated the device, finding that it had come in contact with liquid. As stated by the instructions for use, the device can be damaged by infiltration of liquid and for this reason the user must not: - use the device while having a bath, a shower, etc; - immerse the pump in detergent solutions or in water; - allow infiltrations of liquid inside the pump. In this case the contact with liquid damaged the electronics, with subsequent continuous alarm signaled by the pump. The service replaced the pcb. No consequences for the patient.)

Manufacturer narrative:
We became aware of this event during post-market surveillance through research on maude database (report number mw5067644). We asked our distributor to receive further information and the availability of the pump for the actual evaluation. As soon as the pump is evaluated, a follow-up report will be sent. No consequences for the patient.

Event description:
We became aware, during post-market surveillance, of an event reported on maude database (report number mw5067644) of which we had not been made previously aware. Event description: per pt crono 5 pump (B)(4) is beeping and will not turn off. She is unable to run the pump. No interruptions in remodulin therapy or adverse events resulted from this. Pt has back up pump which is working fine. We are replacing pump. Dose or amount: 189. 5 ng/kg/min, frequency: cont, route: IV. Dates of use: (B)(6) 2016 to ongoing. (B)(4).